Manufacturer narrative:
(B)(4). The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an interlink y-type blood solution set leaked from an unspecified location. This occurred an unknown amount of time after the device was spiked into a blood solution bag. Patient involvement and the step of setup or therapy during which this occurred were unknown. There was no report of patient injury or medical intervention associated with this event. No additional information is available.